Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 7/14/2022 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 07:05:06 on (B)(6) 2022. At 07:49:06, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 07:50:18, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 07:50:46, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with motion artifact. At 07:51:14, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. The electrode belt was disconnected at 08:28:55 on (B)(6) 2022.